Event description:
(B)(4). Problems with pain in places, feet, brain fog, insurance covered all dr appt except copay and after my (B)(6) deductible. I had many appts, MRI's, blood tests and specialist to be diagnosed finally with fibromyalgia.